Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain and degenerative disc disease. It was reported that when the patient lied on his right side stimulation was fine but when he would go on his back stimulation was intermittent. It was noted that the issue began in late 2015. It was also noted that the patient had a cardiac ablation in (B)(6) of 2015. The patient was to follow-up with a health care professional to page a manufacturer representative to resolve the stimulation issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.